Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4). Model: sc-4316, batch: 23341489.

Event description:
It was reported that the patient was experiencing loss of stimulation and undesired stimulation on the rib due to migration. The patients linear lead and clik anchor were replaced with a paddle lead. The patient was doing will postoperatively. All explanted device components will not be returned.